Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
The customer reported that while doing performance verification testing, the navigation ring would not move. There was no patient involvement. The manufacturer's field service engineer confirmed the navigation ring did not move and that the touch screen was still functional. The front bezel was replaced, including the navigation ring, to resolve the issue.

Manufacturer narrative:
G4: 24apr2020. B4: 08may2020. Additional information was received that that the touchscreen was functioning as intended and settings or output/delivered therapy were not autonomously changing without the user's input. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touchscreen can be used to make adjustments to the settings. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24apr2020. B4: 08may2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.